Event description:
The customer reported that the pump battery would not charge. There was no information about the impact on the customer¿s blood glucose level. The customer was using a tandem charging cable and tried using different wall outlets and adapters as instructed, but the issue persisted. In response, technical support decided to replace the pump. The pump was under warranty, and the customer was guided to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label.